Event description:
Pt with extensive medical history was having hemodialysis when venous needle dislodged; pt bled out approx 2 units of blood. Venous pressure alarm did not sound on c3 dialysis machine. Pt coded, was resuscitated and transferred to ICU. Please note: it has recently came to rptr's attention that the operator's manual, available to the nursing staff on the day of this event (1994), does not contain any caution or warning regarding disconnection/dislodgement. Whereas this warning is present in the 2000/01 updated version of the operator's manual. ("Disconnection of a venous needle form its access site is not always detectable, even when pressure alarms and alarm windows are properly set".) It is rptr's feeling that the MFR has the responsibility to insure that all users of this equipment are made knowledgeable of this fact. This awareness should not depend on the age of the user's resource manual.